Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with their shunt in (B)(6) 2015, and over the last few months, the shunt settings were having to be reset more often. The surgeon decided to explant the shunt on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's valve continually had been changing settings. The manufacturer representative checked the valve while it was still implanted using the strata varius, and the valve was bouncing between 2.0 and 2.5. The device was explanted (B)(6) 2018.

Manufacturer narrative:
Previous pt identifier no longer applies due to incorrect information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient denied extenuating circumstances that may have led or contributed to the issue.